Manufacturer narrative:
Unknown day and month 1929. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The drill bit was received with the shaft broken off. The drill bit was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The broken surface is homogenous what indicates material conformity to the specification as well. Based on these findings we conclude that the cause of the breakage is not due to any manufacturing non-conformances and it appears that high applied mechanical forces in lateral direction caused this breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the proximal end of the drill bit is broken into the power tool attachment, and this small piece has fallen down and become lost. There was no reported delay in the procedure and no reported harm to the patient. This is report 1 of 1 for (B)(4).